Manufacturer narrative:
MDR 3003442380-2026-52005 / initial 3 of 5.e1: name: tandemcountry: united states of americastreet: 11045 roselle street suite 200city: san diegostate: californiazip code: 92121.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the damage to infusion set tubing was leaking at site on (B)(6) 2026 and the patient replaced infusion set and resumed insulin deliveries successfully.